Manufacturer narrative:
The root cause of the ventilator to alarm with "technical event: 231008" was a malfunction of the o2 mixer valve causing a leak. (Mechanically jammed due storage of the device for a long period before usage). Hamilton medical ag case number: (B)(4).

Event description:
It was reported to hamilton medical ag: 231008 error codes during preventive maintenance (o2 valve leak). No patient harm reported.